Manufacturer narrative:
Customer service e-mailed the customer, referring her to local support if she needed a replacement pump or parts/accessories. In follow up, the customer indicated that she was experiencing bleeding, cracked nipples using the hospital-grade breast pump and continued to experience mastitis which was initially diagnosed when using an electric breast pump (refer to separate medwatch filing). She was diagnosed by multiple healthcare providers and was prescribed numerous courses of antibiotics and out of the 12 weeks since her son has been born, she was on antibiotics for 10 of them. She indicated that the mastitis has not yet been resolved. Clinical staff is continuing to get in contact with the customer and this customer's issue has been brought to the attention of the medela office in the (B)(4) so that it can be worked toward resolution. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. Because the pump has not been received and tested / analyzed, a conclusion as to the cause of the issue cannot be determined. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. Complaints will be monitored for similar issues and a CAPA will be initiated as necessary.

Event description:
The customer, who lives in the (B)(6), reported through medela's u.s. Website that she began using a hospital-grade breast pump and developed mastitis in both breasts. She thought she had been emptying the breasts completely each time, but her doctors said the vacuum might not be strong enough with the fact that she has mastitis.